Manufacturer narrative:
1. No sample returned from the customer : 2. Review batch record information, 1) the complaint lot 0322591 was produced in the prn automatic assembly line, the production date is 2021, 01, and the packaging machine was packaged in 2021, 01, and the batch of products totaled (B)(4); 2) check the process inspection and shipment inspection report of this batch of products. The test results meet the product standards and there is no abnormality. 3) check the production records and machine maintenance of this batch of products, and there are no abnormalities, deviations or rework activities. 3. Performed the leakage test on the retained sample of complaint lot , the test result is pass , see the attachment 1 test report of retained sample ; 4. Root cause : due to no sample returned , the root cause cannot be confirmed . 5. The plant continue pay attention to this defect.

Event description:
It was reported that bd prn adapter leaked from a crack on (B)(6) 2024, after the nursing staff replaced the deep vein heparin cap of the patient, it was found that there was a crack on the heparin cap, and the crack leaked water, and the incident did not cause serious adverse events to the patient.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.